Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the patient underwent an open colectomy on (B)(6) 2018 and suture was used. The needle was detached from the suture during interrupted seromuscular suturing for anastomosing the gastrointestinal tract. It was a control release needle. Another device was used to complete the procedure. There were no patient consequences reported.